Event description:
On 03-Jul-2026, it was reported by an Arthrex Subsidiary Employee via (b)(4) that an AR-3636H Self Bunching 1.8 Knotless Hip FiberTak's suture attached to the anchor was damaged when passing the Arthrex penetrator forceps through the tissue, causing the suture to break. It was further reported that when passing the repair suture of another AR-3636H Self Bunching 1.8 Knotless Hip FiberTak through the anchor, the anchor came out of the socket completely. This was discovered during use with no patient harm reported. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.